Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to squeeze the handle, the 2 clip appliers failed and misfired on tissue, did not have an audible or tactile indicator to inform the user that the clip has been deployed and fired on tissue, and no indicator to lock out the clip applier when it was out of clips. The doctor noted there was tissue damage like tissue tearing or avulsion of the small vessels. The doctor re-requested the use of a different clip applier from another manufacturer to resolve the issue.